Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the reported pak's bill of materials (bom) shows the suspect product is tv2d72pl65- gloves,surg,6.5,protexis,pf,sy. The material tv2d72pl65- gloves,surg,6.5,protexis,pf,sy had an asterisk present on the content label indicating latex. The glove is latex-free. A review of the history of changes in sap for this material showed the "content label warning" was changed on (B)(6) 2022 to indicate material contained latex and changed back to indicate the material did not contain latex on (B)(6) 2023. The root cause of this event was determined to be a lack of a defined procedure for managing global master data changes that impacted multiple sites. Manufacturer has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken: - review material documentation to confirm it contains the correct primary materials. - review critical changes made to the shared forms across manufacturer sites to ensure changes do not impact houston. - review the "content label warning" for houston materials and confirm accuracy. - material master changes of shared materials will be double checked where material is extended and obtain approval from impacted sites where necessary. Complaints are continuously monitored to identify product and/or process areas where this type of issue is occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that they received the gloves which contained latex. There was no patient harm. The procedure details were unknown.